Manufacturer narrative:
Tandem¿s t:flex user guide states to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that the luer lock was disconnected on the infusion set. Tandem technical services instructed the customer to tighten the luer lock securely. The customer acknowledged. There was no reported impact to the customer's blood glucose level.